Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on november 14, 2016, omsc confirmed followings. There were contact marks on the surface of the probe and the metal part of the jaw each other. Tissue pad was worn and partially peeled. When we closed the grasping section and activated seal mode, short circuit error did not occurred. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad damage and error occurred by following mechanism. The tissue pad was partially worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The error occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The tissue pad was partially peeled due to the excessive heat caused by friction between the jaw and probe. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, grasp it and activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
The subject device was used during an uncertain procedure. An uncertain error occurred during use. The procedure was completed using a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 14, 2016 confirmed followings. The tissue pad was partially peeled. The coating on the outer surface of the jaw was worn and partially came off. This MDR is regarding the tissue pad damage. Please cross-reference the following report about the coating damage: 8010047-2016-01514